Manufacturer narrative:
Describe event, corrected data: follow-up report #1 inadvertently left off which tests were out of specification.

Event description:
Testing was consistent with the known manufacturing error identified. The supply current tests were out of specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a company representative reported difficulty with maintaining a visual heart rate during the verify heartbeat detection process of a generator revision surgery: a heart rate would display for 8 seconds before reverting to question marks. The sensitivity setting was 2, and the tablet displayed a heart rate for 8 seconds before reverting to question marks. No pre-surgical assessment was performed due to the patient's condition. The generator was initially placed in the pocket where the previous generator was located. The physician moved the generator lateral to the armpit to try to resolve the issue. Initially the programming wand was moved by the physician during heart rate sensing which was thought to be the issue. The wand was stabilized, and the generator was re-interrogated. The wand was moved closer to the generator and rotated 90 degrees before re-interrogation, however, the issue persisted. The 9v battery was confirmed to be sufficient. The wand buttons were also pressed during interrogation to ensure the wand did not de-activate. The data received light was not assessed during communication. The company representative was able to interrogate, perform diagnostics, and program patient information without interference. Autostimulation output current was not on during this time. No abnormal impedance was detected with diagnostics. The usb-to-wand cable was not removed. No physical contact was being made with the generator. Electrocautery was not used after the generator was introduced into the sterile field. The generator was re-interrogated and heart rate verification was attempted on sensitivity setting 1; however, only question marks were received. A backup generator was used. The backup was interrogated, diagnostics were performed, and the device was implanted in the exact position (lateral to arm pit) that the previous generator had been placed in. Heartbeat verification was performed at level 2, and verification was successful. The generator was received on (B)(6) 2015. Analysis has not been completed to date.

Event description:
Programming history was available from date of implant, (B)(6) 2015. One system diagnostic test was performed on the day of surgery, and it showed normal impedance. On the date of implant, all output currents remained programmed off during the heartbeat testing. Tachycardia detection was programmed on, and sensitivity levels 1 and 2 were attempted. Interrogation was not performed for any of the sensitivity settings. Therefore, no heart rate values were collected. Analysis identified various sense delay starts and sense drop outs. Possible contaminates were observed on the trimmed edge of the printed circuit board (pcb). Various parameters were not within specification during electrical testing. Once the trimmed edge of the pcb was cleaned, the generator performed according to functional specifications and showed no sense delays. Additionally, the delay in producing a heartbeat detection synch pulse was evaluated, and the synch pulse revealed a longer delay than expected. This delay could have interpreted as non-detection of the heartbeat signal by the implant staff. The process of the removal of the tab from the pcb during the manufacturing process may have been the contributing factor of the undersensing.